Event description:
My daughter currently has a tracheostomy tube placed to assist with her breathing. She receives customized tracheostomy tubes made by bivona from smiths medical. Around 1am this morning one of the flanges on the tracheostomy tube ripped which almost resulted in a decannulation due to the tracheostomy tube not being secured. This tracheostomy tube was manufactured on 5/15/2024 which is after the dates that smiths medical has indicated they were having issues with bivona portex tracheostomy tubes. The lot number on the trach tube is gb021355.